Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with unknown blood glucose level. The customer reported that the emergency medical services came to treat the high blood glucose. The customer was treated with intravenous drip insulin and intravenous drip saline. The customer was wearing the insulin pump during the hospitalization. The customer reported that the insulin pump received no delivery alarm and alarm did not occur during manual prime and the customer had high blood glucose level and the customer was reporting past event. The customer reported air bubbles in the reservoir and in tubing which was removed successfully after troubleshooting. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The customer reported that the drive support cap was normal. The customer¿s blood glucose level was 150 mg/dl at the time of call. The customer performed displacement test and the insulin pump failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self-test, unexpected restart error test and displacement test. Pump passed the dat test at 0.08730 inches. No excessive no delivery alarms noted. Unit was tested with a water fill test reservoir and no bubbles were noted. Unit passed displacement test. Unit was received with cracked case at display window corners, display window and battery tube threads. Unit was received with minor scratched display window and case.